Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4 medical device lot # unknown. Lot # 4212110 was reported; however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg in a study, 1 tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4212110. D4. Medical device expiration date: 31-jul-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 30-jul-2024. Investigation summary: bd had not received any samples for investigation. No retention samples were kept for manufacturing work order(mwo) products. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg in a study, 1 tube was underfilled. There was no health impact or consequences reported.